Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The pacemaker would not interrogate, a message was displayed that kept repeating every time ok was pressed. A magnet was applied and no magnet response was observed along with no pacing. The device was explanted and was replaced with a new ela reply device.

Event description:
The facility reported a flo-gard infusion pump with a constant false occlusion alarm. This condition was discovered during programming/set-up. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a constant occlusion alarm, was confirmed in the pump's alarm log but not duplicated during product evaluation. Therefore, no assignable cause could be provided. The pump's door assembly was found to be broken at its upper and lower hinge stops, which can contribute to false occlusion alarms. However, no false occlusion alarm or failure code was reproduced during product evaluation. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review was performed revealing this condition is not related to any previous reported problem with this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.